Event description:
Caller reported a cgm error 42 without resetting the pump, noting that this error had occurred three or more times on the current device. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump under warranty, confirming the customer's address for shipment. The customer was advised to use mdi as a backup therapy to maintain insulin delivery and was given instructions on putting the pump into storage mode. Finally, the customer was instructed to return the problematic pump using a pre-paid label within ten days, which they understood and acknowledged.